Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 12/3/14 with the following findings: battery compartment is cracked below bumper pad, investigation completed with returned battery cap. (B)(4)

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment. This report is made based on the results of an investigation completed on 12/3/2014.